Event description:
It was reported that post right ventricular (rv) lead implant the patient complained of chest discomfort. The problem was not resolved so a c-ray was done one day post implant and a cardiac perforation was confirmed. Surgery was performed to repair the perforation and the rv lead was reimplanted. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.